Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump began alarming 1 hr after placing a new cassette. There was no screen message, just a continuous alarm. The alarm continued even after switching to a backup pump. After mixing a new cassette, the alarm resolved. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.